Manufacturer narrative:
The actual device has been returned to the manufacturing facility and the investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: excessive bleeding from the hub's valve; and blood loss was less than 250cc; the procedure was completed; and the patient's condition was reported as fine.

Manufacturer narrative:
This report is being submitted as follow-up # 2 to provide the returned sample evaluation. The initial reported malfunction of valve leakage was determined not to be correct. The returned sample evaluation by the manufacturing facility revealed a crack on the valve housing and not the actual valve. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to further detail the investigation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a status update on the investigation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.